Manufacturer narrative:
Blank display due to corroded battery cap contact, however pump was used with test battery cap and passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube, broken reservoir tube lip, missing reservoir tube o-ring and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. The customer reported the insulin pump fell eight inches on to the desk. The customer did troubleshoot the issue and the display did not return. The insulin pump will be returned for analysis.